Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the electrode array of the pt's device migrated out of the cochlea after the initial surgery. The pt's device was explanted in 2007 and the pt was reimplanted with a new device the same surgery.